Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240, which occurred during drain 2. The home patient (hp) disconnected during the dwell and reconnected after the drain started. The technical services representative (tsr) instructed the hp to cycle the power. The hp would disconnect and complete therapy using manual supplies. Reconnecting to the hc is an indication of use error that could have contaminated the initial cassette. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review will not be performed. A follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2 was not confirmed due to lack of sample. The cause was determined to be use error- patient disconnected the patient line from the transfer set during dwell and air was introduced into the disposable. Similar reports have been received for the reported problem. The label review found the labeling adequate for the use error in this complaint. The root cause investigation is in progress through (B)(4).